Event description:
It was reported that at the time of hepatic parenchyma and vasculature removal, when the device's cutting trigger was pulled, it was fixated and did not return. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted seal plate damage, consistent with arcing. Amodel insulation can be seen on the seal plates. Functional testing found that damage to the seal plate can result in alarm activations and difficulty with activating the device. Arcing likely heated up the amodel insulation to the point of it reaching the seal plate. The device's jaw opening and closing mechanism was functioning properly. The seal cycle was interrupted. It was reported that the device's cutting trigger was pulled, it was fixated and did not return. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur with the user inadvertently closing the jaws on a hard/metallic object and activating the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.